Event description:
Customer reported a tandem mobi cartridge alarm, confirmed as cartridge alarm 30. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to using multiple daily injections for insulin delivery while tandem technical support arranged for a pump replacement. Cts provided instructions for putting the pump into storage mode and returning it within 10 days using a pre-paid label.